Event description:
A customer reported experiencing a cartridge alarm during the loading process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was confused about the steps taken prior to contacting support, but with assistance, they successfully reloaded the cartridge and resumed insulin therapy. The issue was resolved without further complications.